Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient woke up not feeling well and was transported to the emergency room. The patient was in a junctional rhythm at 30bpm which persisted for approximately twenty minutes and then pacing at a rate of 60ppm was observed. A review of the device data confirmed there were no stored electrograms, no signal artifact monitoring (sam) events, no fluctuations in impedances measurements and capture thresholds are the same and noise could not be created. The patient was admitted to the hospital and minute ventilation (mv) was programmed off and the sensitivity was increased. Testing was performed the following day and myopotential oversensing was noted but this did not result in greater than two seconds of asystole. A boston scientific technical services consultant discussed the clinical observations with the caller and additional troubleshooting that could be performed. A revision procedure was performed and a competitive device was implanted to provide backup pacing support. No additional adverse patient effects were reported.